Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 450 mg/dl. Customer¿s current blood glucose level was 290 mg/dl. Customer stated that the buttons were hard to press. Customer stated that the time was advancing. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Device received with intermittent up arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector.